Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was placed in the abdomen and fired. Then the surgeon couldn´t open the device and he had to recover the "resectate" together with the device. He opened a new device to finish the surgery. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. There were no adverse consequences for the patient.